Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be repositioned due to discomfort brought by the ipg being large.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be repositioned due to discomfort brought by the ipg being large.